Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis of the returned lead model 977a260, lot # va0r1fl044 showed no significant anomalies. The body of the lead had been cut through.

Event description:
It was reported that fluoroscopy performed on (B)(6) 2015 on the patient's ins system showed a lead migration/dislodgement x2. Other diagnostics included device interrogation (results not reported). It was reported that the patient had initial pain relief with the ins therapy and then experienced symptoms of inadequate pain control/relief in the right foot. The etiology of the issue was noted as related to the device/therapy but not related to the implant procedure. A revision of the ins and leads were performed on (B)(6) 2015. The patient continued to have inadequate pain control and elected for removal of the ins device system. The patient outcome as of (B)(6) 2015 was reported as resolved without sequelae. If additional information is received, the event will be updated. See manufacturer's report #'s 3004209178-2015-22497 and 6000153-2015-00333 for the patient's ins and the concomitant lead issues, respectively.